Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician noted that the patient received inappropriate therapy due to incorrect detected of atrial fibrillation as a tachycardia event. No intervention will be performed and the patient was in stable condition.